Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump shut down after they inserted a new battery. The display went blank. Troubleshooting was performed and the contacts on the battery cap are missing. Battery cap would be replaced. Customer's blood glucose is not known.